Event description:
Weight is unknown. An advantage sling system was used during telomerase biosensing technology (tbt) with cystoscopy procedure. The product was discovered to be expired after implantation. The patient's condition at the conclusion of the procedure was reported to be "stable". The patient was on antibioitics prior to the procedure and will continue following the procedure with the expired product implanted. The labeling did indicate an expired product, but was not checked prior to the insertion of the device. The procedure was completed with no problems for the patient but will be monitored by the physician. It was the physician's decision to leave the device implanted.

Event description:
An advantage sling system was used during telomerase biosensing technology (tbt) with cystoscopy procedure. The product was discovered to be expired after implantation. The patient's condition at the conclusion of the procedure was reported to be "stable". The patient was on antibioitics prior to the procedure and will continue following the procedure with the expired product implanted. The labeling did indicate an expired product but was not checked prior to the insertion of the device. The procedure was completed with no problems for the patient, but will be monitored by the physician. It was the physician's decision to leave the device implanted.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Section a: weight is unknown. An advantage sling system was used during telomerase biosensing technology (tbt) with cystoscopy procedure. The product was discovered to be expired after implantation. The patient's condition at the conclusion of the procedure was reported to be "stable". The patient was on antibiotics prior to the procedure and will continue following the procedure with the expired product implanted. The labeling did not indicate an expired product but was not checked prior to the insertion of the device. The procedure was completed with no problems for the patient but will be monitored by the physician. It was the physician's decision to leave the device implanted.